Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date with competitor product. Subsequently, the patient was revised on (B)(6) 2014 with biomet product due to unknown reasons. During the procedure, the tip of the screwdriver fractured off in the femoral trial. Patient did not retain a foreign body and there was no delay greater than 30 minutes during the procedure.

Manufacturer narrative:
Based on device history records review, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. This hex driver is designed with a large handle for easy grip by a surgeon wearing slippery gloves. This large handle also makes it possible to apply a torque large enough to break off the tip. Based on the evidence, the product likely failed due to misuse, by instrument being put through torsional overload, and/or not inspected for wear and disfigurement which may have prevented the use of the instrument and its failure. This was not a supplier issue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."